Event description:
Caller reported a malfunction on the pump, identified by the malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. The pump was reset, but the issue persisted, prompting tandem technical support to send a replacement pump with updated software. The caller was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Instructions for returning the defective pump and setup guidance for the new pump were provided, and the caller acknowledged understanding these steps.